Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier for increased lead impedance. Increased capture thresholds were also observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.